Event description:
It was reported that this right atrial (ra) lead was dislodged. The dislodgment was confirmed through x-ray imaging and it was further noted there were elevated pacing thresholds. Subsequently this lead was repositioned. No additional adverse patient effects were reported.